Event description:
The affiliate reported: cod14-07. The valve was implanted on the year 2008 to face congenital hydrocephalus at pressure values of 100mmh20. The radiograph made in the year 2012 confirmed the correct valve setting at 100mmh20. For clinical reasons, on the 2nd of (B)(6) 2014, valve setting was modified from 100 to 120mmh20: the process failed. The causes were as follows: -failure in communication between the valve and the programmer -accidental variation of pressure from 100 to 30mmh20. The valve locked out at 30mmh20 despite several reprogrammings. For these reasons the valve was explanted on the (B)(6) 2014. The patient is (B)(6) old.

Manufacturer narrative:
Upon completion of the investigation, examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming test and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.